Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016 (B)(4). Summary of investigational findings: it is not possible to conclude an exact root cause for the reported event; however, two scenarios are likely. The first one is related device handle during the procedure, where the plug brooked by the surgical staff during the procedure. The second scenario is the plug brooked prior to the procedure and the surgical staff was not aware of this when inspecting the device prior to the procedure. No evidence to suggest that product was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: following complete deployment of the zteg, the safety release mechanism of the trigger wire was to be removed. During the act of unscrewing this white cap, it broke in the physicians hand. This left the trigger wire release mechanism locked in place with the remnants of the cap still within the thread. It was not determined if the cap had started to unwind. The grey pusher was deconstructed (cut) to allow access to the trigger wires. This was achieved and using forceps the trigger wires were removed thus releasing the stentgraft. The device did however slip distal to the desired sealing zone necessitating the implant of a proximal extension tbe-34-77-pf patient outcome: no adverse effect to the patient due to this occurrence.